Manufacturer narrative:
This is an addendum to the initial emdr to document a correction to the lot number used. The results of this investigation remain the same. No conclusion can be made.

Event description:
As reported on (B)(6) 2016 the patient underwent lobectomy that included use of progel sealant over the primary closure. On (B)(6) 2016 the patient was released home with no issues. On (B)(6) 2016 the patient came back into doctors office with delayed air leak. Patient presenting with pneumothorax on x-ray. A chest tube was placed in the operating room and the patient was managed very conservatively. On (B)(6) 2016 the chest tube was removed and on (B)(6) 2016 the patient was discharged and is reportedly doing well.

Manufacturer narrative:
The progel was used to treat the patient and there was no immediate post-op complications reported and the patient was released in good condition. Progel¿ pleural air leak sealant is a single use device intended for application to visceral pleura after standard visceral pleural closure with, for example, sutures or staples, of visible air leaks incurred during resection of lung parenchyma. Progel will support seal strength during initial postoperative period. A review of the manufacturing records for this product lot was performed and no anomalies were found. Based on the information provided the source of the air leak that presented 14 days post-op cannot be determined. At this time no definitive conclusions can be made. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported on (B)(6) 2016 the patient underwent lobectomy that included use of progel sealant over the primary closure. On (B)(6) 2016 the patient was released home with no issues. On (B)(6) 2016 the patient came back into doctors office with delayed air leak. Patient presenting with pneumothorax on x-ray. A chest tube was placed in the or and the patient was managed very conservatively. On (B)(6) 2016 the chest tube was removed and on (B)(6) 2016 the patient was discharged and is reportedly doing well.